Manufacturer narrative:
Conclusion: the reported event was not related to device malfunction. Complications such as retroperitoneal bleeding are general complications which may be related to endovascular procedures or vascular closure. The device worked as intended.

Event description:
Before the device was utilized, a groin shot was performed that determined the access was in the profunda. This was a high bifurcation that was near the femoral head. The vascade device was selected for closure and inserted into the 6 fr. Sheath. The disc was deployed, temporary hemostasis was achieved, and the sheath was removed. The key was inserted into the lock/grip and the black sleeve retracted to expose the collagen. The collagen was stripped off the wire, the disc was de-deployed and the device was removed. Upon moving patient to recovery, the patient's blood pressure dropped and the patient became diaphoretic. Patient returned to lab and a retroperitoneal bleed was detected. A stent was placed to correct the retroperitoneal bleed. No further injury or complications noted.